Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received multiple failed self test alarms. The customer's blood glucose was 125 mg/dl at the time of incident. The customer stated that the alarm did not occur during rewind and prime sequence. The customer stated that the bolus amount was recorded in the bolus history. The customer stated that a temporary basal was not programmed before the alarm. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty electrical component on the radio frequency board. However, the insulin pump passed displacement test, operating currents, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.